Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (100 mcg/ml at 49.96 mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was suddenly found not breathing with a suspected overdose. It was noted that the patient was given narcan, which she responded to. The caller stated that the patient was in the hospital and they wanted the pump to be stopped. No further complications have been reported as a result of this event.

Event description:
Additional information was received from a healthcare professional (hcp). The patient was found unresponsive by her son on (B)(6) 2018 and 911 was called. She was brought to the emergency room (ER) where narcan was administered. When the patient woke up, she was very irritable and agitated. It was noted the patient had a refill on (B)(6) 2018, however it was unknown what time the refill was at. The patient was receiving 100 mcg/ml fentanyl at 49.96 mcg/day. The patient was found with a 50 mcg fentanyl patch on at the time of the unresponsive episode and it was believed that contributed to the overdose. The patch was removed at the ER. The patient's diagnosis at the ER was "fentanyl overdose via pump". It was believed the hcps thought the refill procedure caused or contributed to the overdose, but no specifics were known. A pocket fill was unable to be confirmed or denied. The patient was discharged from the hospital on (B)(6) 2018 and the event was considered resolved. No further issues were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.